Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge alarm occurred. Customer could not recall events that led up to event. There was no reported impact to the customer's blood glucose. Tandem technical support advised customer to call back and troubleshoot if the alarm persisted or exact information was recalled.